Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. It was reported the power issue occurred after a battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 05/22/2014-product analysis:the pump has been returned and evaluated by product analysis on 05/16/2014 with the following findings:the complaint could not be duplicated during investigation. A review of the pump¿s black box found no related issues. A battery compartment crack was observed during evaluation. The battery cap was able to properly secure to the pump and power issues were not observed. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. No damage or defect was found to the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.